Event description:
A customer reported a footswitch failure. Timing of the event is unk. Add'l info has been requested, but none has been received.

Manufacturer narrative:
The company rep examined the system and could not duplicate problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).